Event description:
It was reported that the physician performed an autocapture test which was successful, the threshold was 2.5 at 0.4 ms. The auto capture was programmed on. The patient then collapsed from a complete exit block. The patient then collapsed while in the ICU as a result of a failed rhythm. The physician decided to turn off the auto capture with a manual programmed output. The patient has had no more problems.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.